Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via internal paddles. There was no negative impact to the pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported a failure to discharge via internal paddles. There was no negative impact to the pt.